Manufacturer narrative:
The customer followed up with physio-control and reported that they replaced the defibrillation hard paddles assembly and observed proper device operation through functional and performance testing. The device has since been returned to the end user for use. The device was not returned to physio-control for evaluation.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, while transporting the patient from the cath lab to the ICU, the device was observed to charge defibrillation energy on its own and would also remove the defibrillation charge on its own. This was observed during the transportation of the patient however, when the staff needed to deliver a defibrillation shock to the patient, after charging the energy, the device could not deliver the shock. The customer was using the defibrillation hard paddles assembly. Following the reported failure of delivering a defibrillation shock with the hard paddles assembly, the hospital staff connected the defibrillation therapy electrodes to the patient and removed the hard paddles assembly, then continued care. Further details of the patient event were not provided. There was no adverse effect reported to have been caused to the patient, as a result of the reported failure.